Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for atrial tachycardia (at)/ atrial fibrillation (af) driven arrhythmias seen as ventricular tachycardia (vt) episodes. The vt was initially withheld by the device stability criteria but the device had a mode switch prior to detection and therapy was delivered terminating the atrial and ventricular arrhythmia. The device remains in use. It was further reported that the right atrial (ra) lead had intermittent undersensing contributing to inappropriate atrial event termination. The lead remains in use. No further patient complications have been reported as a result of this event.